Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been hospitalized for high blood sugar levels. The customer's blood glucose level is unknown. The customer states that she has been having highs all week long over 500 mg/dl. The symptoms that the customer experienced were vomiting and frequent urination. She stated that her infusion set cannulas have been bent and that she was having issues with her insulin pump. The issues she experienced were no delivery alarms and low reservoir alarms. Troubleshooting was performed on the device and the drive support cap appeared normal. Insulin exited the device during the manual prime and there was no leak. The time and date was correct in the pump. The basal rates and bolus wizard settings were correct as well. The bolus history was found to be accurate. A high pressure test was performed on the device and it passed. Nothing further was reported.